Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed multiple no output alarms. Customer's blood glucose was 500 mg/dl. Customer was hospitalized. After troubleshooting, customer was advised the device will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was programmed with multiple boluses and monitored; all boluses were delivered properly and were listed in the bolus history screen. The insulin pump was programmed with basal rates programmed of 1.0u. All basal rates registered properly in the daily total history. No bolus anomaly or basal anomaly noted. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.